Event description:
It was reported that during follow up, it was found that the patient received inappropriate atp therapy due to atrial fibrillation with rapid ventricular response being misdiagnosed as vt due to programming. Programming changes were made and the patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient received inappropriate atp therapy for supraventricular tachycardia. Programming changes were recommended.